Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an 8mm amplatzer atrial septal defect (asd) occluder (lot: 8445798) was chosen for implantation utilizing a 7f amplatzer trevisio delivery system. During implant the occluder formed a cobra deformation. A replacement 12mm amplatzer septal occluder (lot: 8781856) was used to complete the procedure. There was no interaction with cardiac structures and no angulation or kink in delivery system. There were no patient consequences or clinically significant delay.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, it was indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and a 7f delivery sheath was used. Additionally, a photo was received from the field and it appears to show the device deformity (cobra shape). However, it could not be confirmed as there was no device deformity during the returned device analysis. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.